Event description:
The ivus catheter stopped displaying an image while in the patient. The catheter was removed and replaced with no reported harm to the patient. Vendor notified directly by clinical site. Manufacturer response for intravascular ultrasound catheter, catheter, ivus opticross 6 hd 3.6fr x 135cm bagless non-ce (per site reporter).